Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the healthcare professional/reporter in (B)(6), a pharmacist, contacted lifescan to report the one touch verio pro meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On(B)(6) 2012 at 7:49 pm, the patient obtained the blood glucose readings of 269 mg/dl and 163 mg/dl on the reported meter within 20 minutes of each other. The patient contacted his physician, who advised the patient to take one tablet of the oral diabetes medication "ecreuras." The patient did not suffer any symptoms of high or low blood glucose levels. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and did not receive any treatment to mitigate acute injury. However, as the test results fell outside expected values for precision testing, this complaint is being reported.